Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Uterine myomectomy. According to the reporter: upon setting the device and inserting a scope into it, the surgeon found the distal end of the cannula was deformed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.